Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-03391. It was reported the patient's lead had high impedances and x-ray revealed a fracture of the lead. The patient reported falling previously. Effective therapy was established with remaining lead. It was later reported the patient was not receiving effective therapy. As a result the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-03391. Further follow-up indicates the patient had their system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-03391.